Manufacturer narrative:
Additional information was received on 12/24/2024 and section h11 should be reported as: the manufacturer became aware of allegations regarding of device ds2adv auto CPAP. The manufacturer received information from the patient alleging death. No medical intervention was required by the patient. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.

Event description:
The manufacturer became aware of allegations, regarding of device ds2adv auto CPAP. The manufacturer received information from the patient alleging death. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.